Event description:
It was reported by an independent repair center that an irc5po2v concentrator had low o2 and the alarm would not function. The key failure was the sieve beds being dusted and the power switch needed to be replaced.